Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with screw deviation involved in the l5 screw replacement. Levels implanted- l2-l5. It was reported that intra-operatively, tip of the driver broke. No fragments left in the patient's body. An attempt was made to remove the prolock first to replace the screw, but the golden set screw of the prolock stripped one place. They removed the set screws of ps on both sides and removed the prolock along with the rod. After the screw replacement was completed, the original implanted rod and prolock were reset, and when the prolock was finally fixed with a 3.0mm hex driver according to the manual max, tip of the driver broke. The broken driver tip was removed using an air tome. There was delay in overall procedure time for less than 60 minutes. Event was revision surgery to explant the deviated screw. Initial surgery procedure was plif of 3 intervertebral discs at l2-l5. There were no patient symptoms or complications reported as a result of this event. No health damage in the patient was reported. On 2021-sep-17, received additional information that, it was an operation for replacement since the deviation of the screw inserted in the initial operation was confirmed. Two crosslinks were used, one of them had set screw stripping on one side. Therefore, all eight set screws of the pedicle screws were removed, and the rod was removed with the crosslink connected. After reinserting (reusing) the screw on the right side of l5, reusing and placing the rod and crosslink, a new set screw of the pedicle screw was used and finally tightened. On 2021-sep-21, received additional information that the l5 right screw was deviated. The screw was re-used to treat the patient in the revision surgery. One of the crosslinks which was implanted in the primary surgery had set screw stripping on one side during removal in the revision surgery. It was re-used to treat the patient.